Event description:
On (B)(6) 2012, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2012, a computed tomography revealed a proximal type I endoleak. No aneurysm growth was noted. On september 5, 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat the endoleak. It was reported that during the deployment the device moved proximally 2.5cm unintentionally covering the left subclavian artery and the left common carotid artery. The physician tried to use a balloon to pull the device back however, the attempt was unsuccessful. Imaging revealed that the brain was still receiving adequate blood flow from the right common carotid artery so the physician chose to take a wait and watch approach with the placement of the graft. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).